Event description:
The customer stated that her glucose readings had been higher than usual. While troubleshooting, she performed control tests and received results of 197 and 189 mg/dl. The normal control range was 102-141 mg/dl. No adverse events were alleged. The remaining test strips are to be returned for evaluation. Replacement test strips were sent to the customer.